Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device. The returned device was examined and the complaint condition was able to be confirmed as the device shaft was found to be broken at the cross-pin. No definitive root cause was able to be determined however the failure mode is typically associated with the application of excessive force during screw insertion/removal. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The stardrive screwdriver t25/self-retaining (03.010.107) is noted in four system technique guides: angular stable locking, suprapatellar instrumentation for titanium cannulated tibial nail, titanium cannulated humeral nail and titanium cannulated adolescent lateral entry femoral nail. In each instance the driver can be utilized for screw/endcap insertion/removal so long as the screw has a t25 drive recess. Relevant drawings for the returned device were reviewed (both current revision and from the time of manufacture): top-level. The design, materials and finishing processes were found to be appropriate for the intended use of this device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing location: (B)(6). Manufacturing date: (B)(6) 2004. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. This report is for one (1) unknown t-25 screwdriver with no part/lot number (B)(6). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Unknown original therapy date. (B)(6). Part # is unknown, 510k is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a tibia nail removal on (B)(6) 2016, a t-25 screwdriver broke during the attempted removal of an unknown number of synthes screws. The screwdriver shaft reportedly broke inside the handle causing the handle to spin. There was a 20 minute delay as another appropriate screwdriver had to be found to remove the implanted devices. The reporter stated that the hardware was removed intact and that the patient was healed. The patient had the hardware removal due to preference and not due to any malfunction or post-operative adverse event. Patient status is unknown concomitant devices reported: screws (part # unknown, lot # unknown, quantity unknown). This is for one (1) unknown t-25 screwdriver. This is report 1 of 1 for (B)(4).